Manufacturer narrative:
Results: the smart coil pusher assembly was kinked approximately 60.0 cm, 85.0 cm, and 128.0 cm from the proximal end. The embolization coil had multiple coil offsets near its proximal end and was intact with the distal detachment tip (ddt). Conclusions: evaluation of the returned smart coils revealed that both embolization coils contained offset coil winds and damage near their respective proximal ends. If the introducer sheath is not properly aligned inside the hub of the microcatheter prior to advancement, the embolization coil can begin to take shape inside the hub. This likely resulted in the resistance experienced by the physician and the damage of the embolization coils. Functional analysis confirmed that both embolization coils could not be advanced past the hub of the microcatheter and took shape within the hub. Further evaluation revealed that both pusher assemblies had multiple kinks along their length. These damages likely occurred due to continued attempts to advance the smart coil against resistance. The non-penumbra catheter mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-01293.

Event description:
The patient was undergoing a coil embolization procedure to treat a cerebral aneurysm using penumbra smart coils (smart coils). During the procedure, the physician placed a non-penumbra sheath in the left vertebral artery using a non-penumbra guidewire, then advanced a non-penumbra microcatheter in the aneurysm. Next, the physician deployed and detached two smart coils and one non-penumbra coil in the target vessel. While attempting to advance a new smart coil into the microcatheter, the smart coil would not advance out of its introducer sheath. Therefore, the physician removed the introducer sheath containing the smart coil and soaked it into a saline bath to inspect it. It was reported that the physician was able to advance the smart coil out of its introducer sheath into the saline bath. Therefore, the smart coil was re-sheathed after inspection. The physician re-attempted to advance the smart coil into the microcatheter; however, the smart coil would not advance at all. Therefore, the introducer sheath containing the smart coil was removed. The physician then successfully deployed and detached a new smart coil in the target vessel without issues. While attempting to advance a new smart coil into the microcatheter, the smart coil would not advance out of its introducer sheath. Therefore, the introducer sheath containing the smart coil was removed and the procedure was completed using a new smart coil. There was no report of an adverse effect to the patient.